Event description:
Procedure type: left anterior resection with end to end anastamosis. Patient sex: unk. Reportedly, after about 40 mins of use, a white part from the active blade melted, and then it fell into the surgical cavity. It was retrieved immediately with no tissue damage. The procedure was continued with another ultra shears. No pt injury was reported.